Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with 510k number k131855. Serial number is unavailable. Evaluation summary: it was caused due to the parts worn out. This report is being filed as part of the pentax backlog management plan.

Event description:
The time of event is unknown. There was no report of patient harm. No angulation. Distal end of light tube was loosen and damaged. Steel wire was nonelastic. The suction tube was worn seriously, and distal end of operation channel, water tube and air supply tube was twisted and worn.